Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd 1ml syringe luer-lok¿ tips experienced discoloration of the solution once drawn up in the syringe. The following information was provided by the initial reporter: several occasions that the drug avastin gets cloudy in the 1 ml syringe.

Event description:
It was reported that 3 bd 1ml syringe luer-lok¿ tips experienced discoloration of the solution once drawn up in the syringe. The following information was provided by the initial reporter: several occasions that the drug avastin gets cloudy in the 1 ml syringe.

Manufacturer narrative:
H6: investigation summary: one photo of 1ml luer lock syringes (p/n 309628) was received and evaluated. The image shows two loose syringes with the stopper/plunger rod located the 0.1ml grad line appear to have a dried foggy ring of different widths between the stopper rib and the tip of the barrel. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the barrel walls as observed in the photo. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review was completed for provided lot number 1048986. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.